Event description:
It was reported that during an unrelated lead revision, it was observed that the right ventricular lead exhibited an insulation anomaly distal from the connector pin. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis of the partially returned lead found full insulation breach degradation at 4.5cm from the connector pin. This likely caused the reported complaint in the field.